Manufacturer narrative:
Based on the reported event and medical records provided, clinical assessment confirmed the reported aortic body and right limb implanted; unable to place left iliac limb due to inability to regain wire access through lcia (aneurysm not excluded); left brachial access obtained, and lcia dissection. Clinical assessment was unable to confirm successful secondary repair of the lcia dissection; flank pain; secondary procedure-placing a non-elgx aortouniiliac device including occlusion of the left common iliac artery; the fem-fem bypass; and el1a-between the aortouniiliac graft and the ovation. Based on the clinical assessment for this event, the most likely cause of the reported difficulties to advance and dissection of the lci was determined to be anatomy related. A clinical assessment showed that the device is not likely to have contributed to this event. Procedure-related circumstance(s), are not likely to have contributed to this event. Anatomical factors such as severely tortuous iliac artery likely contributed to the dissection of the lci. Additionally, these cautionary product use conditions of access morphology that includes: significant ca+, tortuosity, thrombus, occlusive disease likely contributed to the event. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
Additional information received regarding follow-up procedures. Patient returned for re-intervention where physician plugged the left common iliac and did an aui with fem-fem bypass. Final angio showed the presence of a type ia endoleak. Physician attempted ballooning to resolve the endoleak, which improved the endoleak but did not completely resolve it. The physician elected to end the procedure with an unresolved type ia endoleak. Patient is reported to be doing well. No additional patient sequelae has been reported.

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body and right iliac limb stent grafts were deployed without incident. Upon advancing the left iliac limb stent graft delivery system, the physician encountered difficulties to advance in the presence of a tortuous left common iliac (lci); the lci was dissected upon advancing the device. Brachial access was then attempted from the arm; however, access was not successful. The physician elected to abort the index procedure without implanting the left iliac limb stent graft, and the aneurysm was not excluded. The patient returned approximately 8 months post-op for a re-intervention, successfully resolving the dissection of the lci. A second re-intervention is planned at a later date to implant the left iliac limb stent graft extending down to left internal take off to exclude the aneurysm. As of the date of this report, the aneurysm remains un-excluded and the patient is reported to have flank pain; no additional patient sequelae have been reported.